Event description:
#Medwatcher #(B)(4). Very painful and long periods. Inflammation in abdomen. Recurring ovarian cysts, lower pelvic and lower back pain, constant bloating and pain in stomach, and nausea. Ended up having to have had hysterectomy leaving only tubes (right now) to get my life back.